Manufacturer narrative:
Pump error alarm during the rewind test due to jammed motor gear box. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for pump error 38. The customer¿s blood glucose level was 198 mg/dl. Customer reported that pump was not exposed to a high magnetic field. The customer was attempted to rewind 3 times all lead to pump error 38. Customer states they are not able to rewind the pump. Customer reports they unable to do troubleshoot. The insulin pump will be returned for analysis.